Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this report will be reopened and updated as necessary.

Event description:
Boston scientific received information that this lead was attempted and not used. During the implant procedure, the boston scientific sales representative (sr) noted high impedances of greater than 2100 ohms and poor capture thresholds. This lead was the second of two attempted leads both with the same issues. This lead was not used and will be returned to boston scientific for analysis.